Event description:
Home pt (hp) reports pt line of homechoice set became disconnected during dwell 2/4 of apd treatment. Baxter technician assisted hp in ending treatment for evening. No pt injury or medical intervention reported by rn.